Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment, high pacing thresholds and low amplitud. This lead was succesfully replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding high pacing thresholds, low amplitud and dislodgment.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment, high pacing thresholds and low amplitude. This lead was successfully replaced. No additional adverse patient effects were reported.